Event description:
Knee pain, knee swelling, knee half paralyzed, did not notice efficacy of the treatment. Information was received on 26-feb-2007 from a male patient with an unknown medical history, who experienced half paralyzed knee, knee pain like a sting, and did notice efficacy of the treatment. The patient received two synvisc injections into the knee, on unknown dates in 2007. On unknown date in february, 2007 the patient experienced a half paralyzed knee, knee pain like a sting, and did not notice any efficacy of the treatment. The third injection was scheduled for 2007. At the time of this report, the patient outcome was unknown. Additional information was received on 03 april 2007 from a patient. The patient reported that he received three synvisc injections on three separate days. After the third injection, he experienced a swollen and painfull knee. The next month, the physician injected kenacort r80 and xylocaine 1% as corrective treatment. The knee swelling resolved, but the knee pain was still ongoing. At the time of this report, the patient had not yet recovered. Additional information was received on 13 april 2007 from a physician regarding a male patient with a medical history of left knee arthrosis. The patient received three synvisc injections into his left knee. In 2007, the patient experienced knee swollen and painful. The same month, the patient received injections of kenacort r 80 and xylocaine 1%. Following this corrective treatment the knee pain returned to its previous level (before treatment with synvisc). Prior to that month, the patient recovered without sequelae from the knee swelling, pain and lack of efficacy. The intensity of the adverse events of knee pain, swelling and lack of efficacy was assessed as mild, the relationship between synvisc and adverse events was assessed as probable per the physician. Manufacturer's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. In 2007: injections of kenacort r80 and xylocaine 1%.